Manufacturer narrative:
The broken patient circuit was not returned to ventec for evaluation. The cause of the reported issue could not be determined. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported to ventec that the passive patient circuit's valve separated from the tube during patient use. There was patient involvement associated with the reported event; however, there was no patient harm as a result of the reported issue. No further details about the patient or the event were provided. Additionally, information for the vocsn device was not provided to the reporter, nor was the lot code of the broken patient circuit. Device manufacturing date shall be left blank.